Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested and no response received.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. The customer was provide with quote for repair, but the customer did not provide approval for service. To date no further details have been received. The service history record was reviewed and no repair information was found.